Event description:
It was reported that intra-operatively for a cholecystectomy that communication between the tower and surgeon console (sc) get lost twice. The sc was restarted twice to resolve the issue. Additionally, the sc had a left input arm failure. The sc was restarted to resolve the issue. There was a 30 minute delay due to all the issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively for a cholecystectomy that communication between the tower and surgeon console (sc) get lost twice. The sc was restarted twice to resolve the issue. Additionally, the sc had a left input arm failure. The sc was restarted to resolve the issue. There was a 30 minute delay due to all the issues. There was no patient injury.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the system reported a calibration error on the surgeon console. An error code for 'console input arm encoder mismatch' was noted, affecting the left input arm of the surgeon console. The left input arm was replaced sand the system was fully tested. Evaluation of the logs indicated that the surgeon console experienced two instances of an error code for 'joint encoder mismatch' on joint 3 of the left input arm, due to the joint encoders mismatch. This led to restarting the surgeon console twice and seeing communication errors as cascading effects. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a defective left input arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.